Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the spinal cord stimulator (scs) system was removed and not replaced. A broken lead with a loss of therapy was reported. The hcp was unable to read the serial number of the lead. The devices were returned for analysis.

Manufacturer narrative:
Product analysis: pli# 10 product ID# 977006 analysis determined that the implantable neurostimulator (ins) was functional. Pli# 20 product ID# 3982 analysis identified that the #3 conductor was broken from connector #3 at the proximal end of the lead. Pli# 50 product ID# 74965143 the extension was returned segmented; there was no impact to electrical functionality. Continuation of d10: product ID 74965143 serial# (B)(6) product type extension product ID 3982 serial# (B)(6) implanted: (B)(6) 1999 explanted: (B)(6) 2025 product type lead product ID 64001 serial# unknown product type adapter product ID b31060 serial# unknown product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.